Event description:
Additional information received reported that impedance readings were initially above 4,000 ohms due to the lead not being completely inserted into the stimulator. Once the new stimulator was used and the lead was successfully inserted, impedance readings were in range. There was no patient injury.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator, model 3058, serial (B)(4) found that the setscrew was backed out too far. The balseals of the neurostimulator appeared to be intact. No issues were noted.

Event description:
It was reported that during a surgical procedure the lead could not be inserted into the neurostimulator (ins) header block. Multiple attempts, including rotating the lead 15 degrees and unscrewing the setscrews, did not produce results. A new ins was used and turning the ins slightly produced successful insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)